Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer reported that they experienced low blood glucose level and they go disconnected the tubing from the body and customer¿s blood glucose went high. Customer did not realize that she was not connected with the insulin pump and she bloused herself and did not get insulin. Insulin pump will not be returned for analysis.